Event description:
It was reported to the importer, by the end user, the customer was traveling for work and he felt his right ear get extremely hot and felt like a sting. He removed his hearing aid and noticed some dark discoloration on the ha around the exterior screw.

Manufacturer narrative:
This report or other information submitted by hearing lab technology llc under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by hearing lab technology llc, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.